Manufacturer narrative:
On 7/8/2019, mentor received the device for analysis. Device evaluation summary: during evaluation of the sample it was noticed a crease with an area of shell abrasion in the posterior aspect. Leak testing revealed a tear within the shell abrasion and crease measuring approximately less than 0.1 cm. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. It is possible that the root cause of the rupture was the car accident in which the patient was involved. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 4, material rupture. Concomitant products: mentor memorygel breast implant 325cc, catalog # 3503251bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 325cc and was involved in a car accident. Upon physical examination, the patient was confirmed by a physician to have experienced capsular contracture, baker grade 4 on the right side. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2019. Upon explantation, the right-side implant was found to be ruptured.